Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the intraocular lens (iol) was exchanged for another lens model 6 months following the initial implant procedure. The clinical reason for the explant was unknown. Additional information ahs been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.